Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned, it remains implanted; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. The patient had been hospitalized after falling on (B)(6) 2017 and sustaining a femoral neck fracture and a wound which lead to a hip infection requiring treatment beginning on (B)(6) 2017. On (B)(6) 2017 the patient developed abdominal pain, fluid in the lungs, a low hb, dark feces and coffee grounds upon aspiration from peg/j. The patient was treated with a couple of bags of blood and electrolyte concentration. On (B)(6) 2017 a gastroscopy was performed and an ulcer was found under the inner fixation plate. The patient was also found to have fluid in the lungs. The duodopa therapy was on hold but the tubing was still in place.